Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that "there may be something wrong with [their] device". It was further reported by the patient that the device sends transmissions saying that they don't "have any problems with [their] heart when they know that [they are] not feeling well", the device remains in use. No patient complications have been reported as a result of this event.